Event description:
It was reported that the home patient (hp) experienced bacterial peritonitis coincident with peritoneal dialysis (pd) therapy. On the day of the onset of peritonitis, the patient was hospitalized. The cause of peritonitis was unknown. The patient was treated with fortaz (dose, route and frequency unknown). The patient had the pd catheter removed and was switched temporarily to hemodialysis. The patient was hospitalized for ten days before being discharged. At the time of this report, the patient was recovering from peritonitis. No additional information is available. This report is 3 of 4.

Manufacturer narrative:
(B)(4). A review of all batch record documents was conducted for potentially associated lot numbers h12l13070, h13a04047, and h13d08067 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. The root cause of the reported issue cannot be determined based on the information available. Should additional relevant information become available, a supplemental report will be submitted. (B)(4).